Manufacturer narrative:
Isi has received the blue sureform60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "misfired. All of the staples were left in the load." Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. Upon visual inspection, the reload appeared to be used and fired without any issues. No exposed component was observed. There were 2 fully formed staples that remained on the pushers, other than that, all staples deployed from the reload. No damage was found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. There was no problem detected. Isi also received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on log review, no firing failures were observed. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with a sureform blue 60 reload twice. No malformed staples or incomplete firings were observed during in-house testing. Visual inspection was performed and no damage was observed. Root cause is non-device related factors. A review of the device logs for the sureform 60 stapler instrument (part # 480460-09, lot/ serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 12 uses remaining after this last usage (12 fires left -as this is a single use instrument.) System logs were also reviewed. These logs show that the sureform stapler instrument part number 480460-09, lot l91210621-0019 was installed two times and fired two blue reloads. Both firings were completed per the logs. The first firing had no pauses for compression, and the second firing appeared to pause 1 time. There were no incomplete clamps by this instrument. A site complaint history review was performed and no additional complaints were identified for this product for this event. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, sureform stapler 60 instrument had misfired. All of the staples were left in the load, it was reported that the fire was not good, and the tissue got destroyed. The surgeon had to hand sew over the area to address the issue. Although there was no report of blood loss or complications, it is unknown if this was confirmed with the surgeon. There was an alleged stapler malfunction that led to patient injury. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the sureform stapler 60 instrument had misfired. All of the staples were reportedly left in the load. The procedure was completed with use of a backup instrument, with no reported injury. On 27-aug-2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the case; however, he went onsite and talked to the surgeon and was informed of the following. The procedure was a da vinci-assisted gastric bypass surgical procedure. The surgeon fired a sureform60 stapler instrument with a blue sureform60 reload installed in it. On the second fire, when creating the gastric pouch, it was reported that the fire was not good and the tissue got destroyed. The stapler pulled in tissue towards the stapler. The surgeon had to hand sew over the area to address the issue. There was no report of blood loss and no report of any post-operative complications. The procedure was completed robotically. Isi has made multiple follow-up attempts to the surgeon to obtain additional information. However, no further details have been received as of the date of this report.